Manufacturer narrative:
As reported the inflation tube broke at the yellow inflation anchor while attempting to pull the inflation tube up through the defect. The sample is reported to be available for return, however to date it has not been received. A photo has been provided. The photo shows the inflation tube to be in two pieces with the break being at the yellow anchor location. Typically this type of stress fracture can be attributed to the inflation tube becomes restricted when pulling it our through the anatomy. However as reported no restriction was noted. Based on the available information and photo evaluation, a definitive root cause cannot be determined. To date this is the only reported complaint for this manufacturing lot of 154 units released for distribution in january, 2018. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported to bdi surgery / davol: on (B)(6) 2018 a ventralight st w/ echo device was being used in a laparoscopic hernia repair procedure. As reported while the surgeon was pulling the inflation tube out through the defect, the inflation tube broke in the area of the yellow inflation anchor. The doctor stopped the procedure to remove the device and implanted another mesh. It is reported, that the doctor noted no unusual resistance when pulling the inflation tubing through the abdomen (no scar tissue or excessive adipose tissue). All pieces of the device were removed from the patient and there was no patient injury as a result of the malfunction. The surgeon is an experienced user of this device

Manufacturer narrative:
This is an addendum to the initial emdr to document that the sample was returned and the evaluation has been completed. As reported the inflation tubing broke at the yellow anchor while attempting to pull it through the defect. The sample evaluation confirms for broken inflation tube at the yellow anchor. Typically this type of stress fracture can be attributed to the inflation tube becoming restricted when pulling it out through the anatomy. As reported no restriction was noted as such a definitive root cause cannot be determined. No manufacturing anomalies were found during the sample evaluation. To date this is the only reported complaint for this manufacturing lot of 154 units released for distribution in january, 2018. A review of the manufacturing records was performed and found that the lot was manufactured to specification.